Event description:
(B)(4).

Manufacturer narrative:
The technician investigated and the account alleged that the bed exit alarm did sound when pt left the bed. The original allegation was incorrect. The account also stated that the pt fell because she climbed over the side rail and there was no product malfunction, the bed exit alarmed when the pt exited the bed. The pt had bruising on the left knee, left shoulder and the left side of their forehead. The technician found no issue with the bed. The technician tested the bed exit in all modes and the bed functioned as designed. The technician in-serviced the account and demonstrated the bed exit features to show it was functioning properly.